Manufacturer narrative:
Risk assessment; device was discarded and lot# was not provided therefore device evaluation, device history review and complaint history review could not be performed. Without the device evaluation, the exact root cause cannot be determined conclusively.

Event description:
It was reported that an implant was warped on the area where the inserter is suppose to attach to the implant. Because of that the implant wouldn't stay attached to the inserter it keep falling off.

Event description:
It was reported that an implant was warped on the area where the inserter is suppose to attach to the implant. Because of that the implant wouldn't stay attached to the inserter it keep falling off.